Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump where the keypad buttons were inoperative. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of inoperative keypad buttons was neither confirmed nor reproduced during service evaluation by baxter personnel. The cause was not identified, keypad tests were performed and the device passed test. Upon review of the event history log, the quality engineer has identified failure code 89:317:1029:00 as the reported condition. The cause of the failure code was use error. No repairs were performed for the reported condition. Additional information: a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Corrected information: the user interface module software version is 5.07.00.